Event description:
It was reported that the patient experienced middle graded restenosis of the distal left superficial femoral artery (sfa) 1465 days post index procedure. On (B)(6) 2018, the patient underwent the index procedure. The target lesion was located in distal left sfa and was 90 percent stenosed. The target lesion was 30 mm long with a proximal reference vessel diameter of 6 mm and a distal reference vessel diameter of 6 mm, and was classified as a tasc ii a lesion. The target lesion was directly treated with pre-dilatation and placement of an eluvia EU, 6x40, 130 cm stent. Following stent placement, the lesion was post dilated, resulting into 0% residual stenosis. There were no reported adverse consequences to the patient at this time. On (B)(6) 2022, 1465 days post index procedure, the patient presented for a routine follow-up assessment. At this time, the patient was diagnosed with middle graded restenosis of distal left sfa. No action was taken to treat the event at this time. There were no additional reported adverse consequences to the patient.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: patient was 74 years old at the time of study enrollment.